Event description:
End user states the 1st weekend in (B)(6) she was in the store and her chair took off very slow and hit the bags of miracle grow. She stated she just bumped it. No damage. She states it happened another time and she barely bumped the wall at the hospital. She said there was no damage either time.